Event description:
It was reported that after impedance testing the clinician programmer (cp) showed that contacts 0-7 and contact 14 had high impedances of greater than 10,000ohms, though contacts 0-7 may not have had a lead connected due to a previous revision. It was noted that the patient¿s stimulation had been felt normally and the impedances were only noticed via testing. The leads had not been fractured and the cause of the impedance issue had not been determined. Additionally, the patient¿s implantable neurostimulator (ins) had moved after the patient had fallen a few months ago. The device was said to be too superficial and was causing the patient pain as a result. The patient¿s healthcare provider (hcp) wanted to revise the ins pocket in order to alleviate the patient¿s discomfort, but a lead revision was unlikely. The patient¿s pocket revision had yet to be scheduled. The pain was described as being a ¿sharp, pinching pain at the pocket site with sitting, since the patient¿s fall.¿ it was noted that the patient was doing well and was receiving good therapy. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-29, lot# n181103, implanted: (B)(6) 2010, product type: accessory; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was hit by a car door over their battery and since then had been having a lot of pain in the battery site and pocket. The patient felt like their device had moved. The patient¿s battery was removed, the pocket was revised and the battery was placed in the new pocket. The patient had good coverage post-op and the coverage felt the same as before and covered all areas of their pain. The pre-operative impedances were out of range (oor) for contacts 0 through 7 and 14. Post-op the out of range contacts were 8 through 15 and 6. The active programming was the top of 0 through 7. The patient was doing well and had effective therapy at the time of the report.